Manufacturer narrative:
Additional catalog # 06f03-01; lot # p10033. Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration. (B) (4).

Event description:
A remedial action has been initiated to notify the customer and remove affected product from the field. Abbott point of care has determined specific boxes of cg8+ lot t10036a and g3+ p10033 may generate falsely elevated pco2 results. Abbott point of care has made the decision to notify customers of the issue and remove the specific boxes of the cartridge lots from the marketplace to ensure the performance of our product. This action will be conducted in cooperation with the u.s. Food and drug administration.